Event description:
It was reported that that the right atrial (ra) lead exhibited undersensing and diminished sensing and undersensing was noted on the right ventricular (rv) lead. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.